Event description:
The customer's biomedical engineer reported that there was an intermittent failure of the sternum paddle cord.

Manufacturer narrative:
The customer's biomedical engineer reported that there was an intermittent failure of the sternum paddle cord. A replacement paddle set was ordered by the customer. We are considering this a failure, based on the customer report only.